Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
It was reported that the patient experienced a loss or change of therapy. For a while it was working, but it was not working anymore, so they were told to turn it off for a while. The patient's friend or family member turned it off and then they told them to leave it on, but not necessarily high, but on. No device information, troubleshooting, interventions, or outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received, a supplemental report will be filed.